Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that torque limiting screwdriver handle became loose at interface where metal part meets the rubber. It was spinning when trying to unlock other instruments with it. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the sig hp rev torq lmt scrwdrvr shows signs of worn consistent with the time of service and use. The observed condition of the device may be consistent with a random component failure that may have been caused by exposure to unintended forces like over torquing. However a definite root cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed and revealed that the body of the sig hp rev torq lmt scrwdrvr was found to be loose, the observed condition is consistent with the complained issue. The overall complaint was confirmed as the observed condition of the sig hp rev torq lmt scrwdrvr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the torque limiting screwdriver handle became loose at the interface where the metal part meets the rubber. It was spinning when trying to unlock the other instruments with it. There was no surgical delay or adverse effects to the patient.